Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery: battery / bat321083 / model #: 1650 / catalog #: 1650 / expiration date: 2017-04-30, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-04-30. (B)(4). Heartware ventricular assist system - battery: battery / bat313842 / model #: 1650 / catalog #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). Heartware ventricular assist system - battery: battery / bat313864 / model #: 1650 / catalog #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). Heartware ventricular assist system - battery: battery / bat313544 / model #: 1650 / catalog #: 1650 / expiration date: 2017-01-31, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a double disconnect while changing power sources from battery to ac adapter in clinic. The controller screen blacked out for approximately 2 seconds. The patient had experienced a critical battery alarm before the switch took place. It was further reported that the patient had another double disconnect 2 days prior. The controller was exchanged. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: h10 product event summary: the controller was returned for evaluation. Four (4) batteries (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the alarm log files did not reveal any critical battery alarms within the analyzed period. As a result, the reported "critical battery alarm" could not be confirmed. Review of the event log files revealed two (2) controller power up events on (B)(6) 2018 at 17:02:34 and on (B)(6) 2018 at 18:51:05; respectively. The controller was without power for 12 seconds and 7 seconds; respectively. Loss of power to the controller will trigger the display to become dark and show no parameters. As a result, the reported loss of power was confirmed. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4). A power source lubrication procedure was performed on (B)(4) in accordance with the requirements on 10/oct/2018. There is no evidence that the lubrication servicing was performed on the reported (B)(4). As a result, the reported premature power switching event was confirmed. The most likely root cause of the premature power switching can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources from the controller and/or an intermittent connection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The four batteries were not returned for evaluation. Failure analysis of the returned controller revealed that the returned controller passed functional testing and visual inspection. Log file analysis revealed 2 controller power up and motor starts. The first one recorded on (B)(6) 2018 at 17:02:34 hours. The data point recorded before the loss of power revealed that (B)(4) was connected on power port 1 with 24% relative state of charge (rsoc) and (B)(4) on power port 2 with 24% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port 1 and (B)(4) on power port 2. The controller was without power for 12 seconds. The second power up was recorded on (B)(6) 2018 at 18:51:05 hours. The data point recorded before the loss of power revealed that (B)(4) was connected on power port 1 with 82% relative state of charge (rsoc) and (B)(4) was connected on power port 2 with 88% rsoc. The point after the loss of power revealed that an ac adapter was connected on power port 1 and (B)(4) was connected on power port 2. The controller was without power for 07 seconds. Additionally, premature power switching was recorded due to momentary disconnections involving (B)(4) and (B)(4) a power source lubrication procedure was performed on all reported power sources except (B)(4) (B)(6) 2018. Log files did not show any critical battery alarms in the analyzed period. As a result, the reported critical battery alarm could not be confirmed; however, the power switching, and loss of power were confirmed. The most likely root cause of the power switching can be attributed to momentary disconnections. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. A possible root cause of the loss of power can be attributed to a disconnection of both power sources from the controller and/or an intermittent connection on one or both power sources. An internal investigation has been opened to evaluate events involving loss of power to the controller and implement corrective actions as required. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.